Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedures of cystoscopy and novasilk [coloplast] during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that following insertion the patient experienced pelvic, lower back, abdominal and vaginal pain, erosion, chronic urinary and vaginal infections, recurrence of prolapse, bleeding and dyspareunia. It was reported that patient underwent mesh removal due to mesh erosion on (B)(6) 2010 along with extensive lysis of adhesions, proctography and placement of an omental pedicle flap. It was reported that the patient underwent upper vaginectomy with partial removal of pelvic mesh and omental pedicle flap development on (B)(6) 2011. The patient underwent hernia repair in 2011. No additional information was provided. (B)(4).